Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services (ts) confirmed that the device recorded code 1003 and should be replaced. This device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services (ts) confirmed that the device recorded code 1003 and should be replaced. This device remains implanted. No adverse patient effects were reported.